Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for libre sensors and the reported complaint and the review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A caregiver contacted adc to report that a tip of the adc freestyle libre sensor filament was stuck in the customer¿s arm. On (B)(6)2019, the customer was taken to a nursing center where a nurse attempted to remove the filament but was unsuccessful. No medication was given to the customer and no additional details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver contacted adc to report that a tip of the adc freestyle libre sensor filament was stuck in the customer¿s arm. On (B)(6) 2019, the customer was taken to a nursing center where a nurse attempted to remove the filament but was unsuccessful. No medication was given to the customer and no additional details were provided. There was no report of death or permanent impairment associated with this event.